Manufacturer narrative:
Results: (gi bleed, requiring secondary intervention).

Event description:
One endeavor sprint drug-eluting stent was implanted in the proximal lad. Patient was asymptomatic/free of symptoms at 30 day follow-up. A spontaneous gi bleed is reported to have occurred approximately 4 months following the index procedure. A prbc transfusion of 2 units was required. Investigator has indicated that event was not related to study stent or procedures. Patient was asymptomatic/free of symptoms at 6 months and 1 year follow up stages.